Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to the o2 blender flag steps being out of specification causing the blender to malfunction.

Manufacturer narrative:
The suspect device/component has been received by vyaire. An investigation is currently pending. Once the investigation is completed, a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported that while using the avea ventilator, it is alarming high fio2. The customer stated the ventilator or was on a patient when this issue occurred. There was no harm or injury to the patient.